Event description:
Report of a fractured line.

Manufacturer narrative:
On 26 march 2025, the complainant reported breaks in a single-lumen PICC line. There was no report of clinical impact to the patient. The line was returned to avi and the breaks were confirmed. The lot number for the device was not provided but lot history records were reviewed, based on shipping records, and there was no evidence of nonconformance's during production that would have contributed to the issue. Due to limited information provided by the complainant about the event, a root cause could not be determined, and no further investigation is possible.